Event description:
The customer reported having low blood glucose and hospitalized. The customer stated that she fainted and the paramedics woke her up. Then the customer was hospitalized for two days due to her low glucose of 35 mg/dl. The customer stated that the doctor wanted her to call us to verify her insulin pump was delivering the right amount of insulin. Troubleshooting was performed. The daily totals seemed to be accurate, and no alarms found in the alarm history. The customer's most recent glucose reading was 159 mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.